Event description:
It was reported during preventive maintenance there was a locking system issue. There was no harm or delay reported. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete, and there is no additional event information available. Upon investigation, the cutter failed the test cut.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the cutters failed the test cut. As cutters are not fully repairable, they were returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01235. 0001526350-2023-01236. 0001526350-2023-01238. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.